Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and correction to h4. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that the foreign material remained since the reprocessing was not conducted properly due to water leakage from a pinhole at the bending section cover. The event can be prevented by following the instructions for use (IFU): the instruction manual gif-h185, cf-h185l/I operation manual chapter 3 preparation and inspection describes how to detect for the suggested event. The instruction manual gif-h185, cf-h185l/I reprocessing manual chapter 5 reprocessing the endoscope describes how to prevent for the suggested event. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation found the following: suction cylinder has no color; due to a pinhole on bending section cover or distal sheath rubber, water tightness is lost; due to clogging of nozzle, water supply volume does not meet the standard value; due to wear of angle wire, bending angle in down direction does not meet the standard value; light guide lens has a crack; air leak inspection failed; water supply volume inspection failed; light guide had scratches, chips. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported the air channel of the evis exera iii colonovideoscope was blocked. The issue was found during a diagnostic colonoscopy. The procedure was delayed, but was able to be completed with the scope. There were no reports of patient or user harm associated with this event. Inspection and testing of the returned device found that there was a foreign material resembling a cracked seed was found inside the nozzle. This medical device report (MDR) is being submitted to capture the reportable malfunction found during the evaluation.